Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was reported as discarded by the facility, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this type of event include insufficient bone preparation for the hardness of bone encountered, not inserting the implant co-axial to the bone tunnel, prying/leveraging the driver while the implant is still loaded, and/or over-insertion. Per product directions for use (dfu-0031), if working with soft bone, use the punch to create a pilot hole for the anchor. In hard bone, first use the punch to create a pilot hole, and then insert the tap to better prepare the bone for the anchor. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Discarded by facility.

Event description:
It was reported during a surgeon¿s first-time use of the device, the inserter broke off in the anchor and was retained in the implant, in the patient. When screwing in the anchor, the half of the driver tip of the inserter broke off in the anchor. The surgeon was able to screw the whole anchor in, but it was not able to remove the broken tip out of the anchor. It was reported the surgeon had pre-punched and pre-tapped the pilot hole per surgical technique instructions. Procedure: rotator cuff repair, medial row; standard arthroscopic rotator cuff technique. Bone quality: very good. No further patient or event information was provided at the time this event was reported.